Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant product: stockert 70 system; model #: m-5463-01; serial #: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a right ventricular outflow tract ablation procedure for premature ventricular contractions and ischemic ventricular tachycardia/left atrial tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis. During mapping, the patient became hypotensive and a cardiac tamponade was confirmed via an intracardiac echocardiogram. A pericardiocentesis yielded 800cc. The patient was reported to be in stable condition. The patient was transferred to the intensive care unit with a pericardial drain in place. The patient required extended hospitalization as a result of this adverse event. The factors that may have contributed to the adverse event include that the patient had a small baseline pericardial effusion that was noticed as soon as the ultrasound catheter entered the right atrium. The physician believes the effusion increased after heparin was given for anticoagulation after the transseptal puncture. The physician's opinion regarding the cause of the adverse event is that it was related to the patient's condition. The patient received anticoagulation during the procedure with acts maintained between 300-350 seconds. Transseptal puncture performed with st. Jude medical brk needle. Irrigated catheter flow set at 2cc/min (no ablation). Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.